Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 05, 2021.

Manufacturer narrative:
This report is submitted on april 23, 2021.

Event description:
Per the surgeon, the patient experienced poor performance and no clinical benefit with the device. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.